Event description:
A pt reported blood glucose results of "215 mg/dl,211 mg/dl, 126 mg/dl, and 115mg.dl" with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.